Manufacturer narrative:
Although the exact age of the patient was not reported, the patient was reported to be over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cystic duct biopsy procedure in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, there was no image when the scope was connected, however when reconnected the image appeared. The physician advanced the spy scope to the cystic duct, and when the spyscope ds was fully articulated the working channel sleeve protruded. The physician continued to use this scope as the working channel sleeve did not protrude when the scope was not fully articulated during the biopsy retrieval. Once the scope was removed from the patient, the scope was articulated and the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the large knob was turned in both directions, confirming the reported complaint of wcs material protrusion. A functional assessment for visualization was performed. The reported complaint of no visualization was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cystic duct biopsy procedure in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, there was no image when the scope was connected, however when reconnected the image appeared. The physician advanced the spy scope to the cystic duct, and when the spyscope ds was fully articulated the working channel sleeve protruded. The physician continued to use this scope as the working channel sleeve did not protrude when the scope was not fully articulated during the biopsy retrieval. Once the scope was removed from the patient, the scope was articulated and the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cystic duct biopsy procedure in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, there was no image when the scope was connected, however when reconnected the image appeared. The physician advanced the spy scope to the cystic duct, and when the spyscope ds was fully articulated the working channel sleeve protruded. The physician continued to use this scope as the working channel sleeve did not protrude when the scope was not fully articulated during the biopsy retrieval. Once the scope was removed from the patient, the scope was articulated and the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the large knob was turned in both directions, confirming the reported complaint of wcs material protrusion. A functional assessment for visualization was performed. The reported complaint of no visualization was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01-mar-2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.